Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported issues with verification and questioned the readings and measurements. Additional information requested.

Manufacturer narrative:
The company representative found that the customer was incorrectly mounting the field verification tool (fvt) on the aberrometer leading to a system verification failure. The company representative was unable to identify a hardware issue that could lead to a readings and measurements issue. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. The root cause can be attributed to the customer not mounting the fvt correctly. With the information provided, the customer reported event was not able to be determined conclusively. (B)(4).